Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim: rn states patient called out saying his gown and sheets were wet and that he thought his IV was leaking. Upon entering room, she noticed the gown and sheets were wet and that the IV catheter was almost all way out of the pt. IV site under tegaderm. She did not see any leaking at the site. She paused the IV and left to get a gauze to remove the IV as it was out. She did notice patient had the IV tubing coiled up behind his back. Upon return to the room, the patient was holding the tubing and blood was leaking out from tubing and his site. Rn stated tubing was cut vertically and not intact, there was about an 8 inch piece left attached to the IV, the other part of the tubing was behind him. She discontinued IV. She did state that patient is known to pull IV 's out prior to this. Rn discarded tubing in sharps container, unable to retrieve or visualize

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24066772 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.